Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The number of complaints per lot for the assigned symptom code was reviewed and it was determined that the threshold was exceeded; therefore, a quality event was opened for further investigation. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was not noticed until the patient¿s treatment was completed. The blood leak was determined to be coming from the red plastic connector on the combiset, just after the blood pump. Blood was noted on the machine, underneath the blood pump. There were no alarms from the machine. No leaks were noticed during the priming phase. The cm stated there were no changes or disruptions in pressure that could have contributed to the reported leak. The cm said it was noted that the tubing was starting to separate at the leak location. The patient¿s blood was returned following the event, and blood loss was minimal. Estimated blood loss (ebl) due to the leak was <5 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Event description:
A user facility clinical manager (cm) reported that a combiset blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was not noticed until the patient¿s treatment was completed. The blood leak was determined to be coming from the red plastic connector on the combiset, just after the blood pump. Blood was noted on the machine, underneath the blood pump. There were no alarms from the machine. No leaks were noticed during the priming phase. The cm stated there were no changes or disruptions in pressure that could have contributed to the reported leak. The cm said it was noted that the tubing was starting to separate at the leak location. The patient¿s blood was returned following the event, and blood loss was minimal. Estimated blood loss (ebl) due to the leak was <5 ml. The cm confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The sample was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.